Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure. It was stated that the implanting surgeon created a posterior capsule rent and that the vitrectomy cutter failed to operate during iol implant in cataract surgery. The surgery was stopped and the patient was shifted to a different hospital location where the implanted single piece iol was explanted and replaced with a new three piece sensar iol. Additional information was received concerning the patient condition stating that there was "anterior chamber reaction 2+ to 3+" and that there is a blood clot. The iol is centered at the sulcus. Although requested, the patient gender and date of birth was not provided. The date of implant, date of explant, and date of event(s) were not provided. No further information was provided.

Manufacturer narrative:
Age at time of event, (B)(6) years. Sex: female. Second procedure: pars plana vitrectomy was done and subluxated single piece sensar was explanted after enlarging main incision. After anterior vitrectomy, a 3 piece sensar was placed in the sulcus. Incision was sutured with single 10-0 vicryl suture. On post operative day 1, the intraocular pressure (iop) was 24mm of hg; the 2nd day onwards, the iop was high 40mm of hg and on the day of 2nd operative procedure it was 44mm of hg. Pre-operatively, mannitol was given. It was stated that corneal edema had developed on the 3rd post operative day because of high intraocular pressures. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A separate MDR will be filed for the concomitant medical device: amo tac vitrectomy handpiece. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.